Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 540mg/dl. The customer was treated with an insulin drip when he arrived and was released the next day. The customer stated that the infusion set was changed two days ago and the needle was bent under the tape. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.